Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x3lw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported being in the hospital for a knee replacement surgery they had on thursday. There had been a loss of therapy. Therapy was not on. It was reviewed therapy had to be on to receive benefit and the patient was advised to turn therapy on and increase amplitude. Stimulation was felt in the correct area and was on program 4 at 2.9 volts. Stimulation was increased to 3.5 volts. It was noted that she was on pain medications and she wanted to know if that could cause her to go to the bathroom more. The event date was noted to be the day prior to this report. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's implantable neurostimulator (ins) had been programmed perfectly but after they got a knee surgery their therapy had not been the same and they didn't feel like the therapy was working as well since surgery. The patient stated they went on pain medications after the surgery and the nurse told them that the pain medication could be interfering with their sacral nerves. The patient stated the device had been reprogrammed and they were trying to get their therapy back the way it was by making adjustments but haven't had any luck. The patient noted they loved their therapy when it was working and it had provider them with real freedom from their symptoms. The patient was to follow up with their healthcare provider (hcp).